Event description:
Received a spontaneous call from patient¿s husband, the pump started to alarm at 2am this morning and had the error message ¿clamp tubing not found¿, husband was not able to answer any troubleshooting questions. He just said it was 2am. Patient switched to her other pump. A replacement pump is being shipped to arrive tomorrow. Patient experienced no adverse event from the incidence. Dose or amount: 49 ng/kg/min; frequency: continuous, route: intravenously. Dates of use: from (B)(6) 2018 to current; diagnosis or reason for use: pah.